Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); caused by another drug/device (protamine). Conclusion: another device caused failure (protamine).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the stent graft was successfully implanted without complication and no endoleaks were noted; however, one day post implant the patient expired. The physician believes the cause of death was likely due to the patient having a reaction to the protamine. No further information was provided.